Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the basal rate changed without user input. Review of the pump settings verified that the customer had three timed settings of 12 am, 1:30 am, and 1:30 pm. Pump history displayed that a segment time change occurred at 11:50 pm. Multiple attempts were made for the customer to upload the pump data logs and provide additional information; however, the customer did not respond. There was no reported impact to the customer's blood glucose level.